Event description:
The vacum did not operate properly during sample mode. The biopsy procedure was completed with a second probe. There was no patient consequence. The device was returned for analysis.